Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was not reproduced during evaluation. A review of the event history log identified air in line. The cause was determined to be the ultrasonic sensor readings were out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.